Event description:
Cloudy image.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 09, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 3224, 3259, 19). Type of investigation #1: 10- testing of actual/ suspected device. Type of investigation #2: 3331- analysis of production records. Investigation findings #1: 3224 - optical problem identified. Investigation findings #2: 3259 - improper physical structure. Investigation conclusions: 19- cause traced to user. The affected sample was inspected upon receipt and a visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the endoscope had a cloudy image. As per the subsidiary, there was a delay in continuing the surgery because the surgeon needs the vein out before he can complete the surgical procedure. The surgery was completed successfully but they need to abort the endoscopic vein harvest and revert to an open procedure. To resolve the issue, they wiped it, re-white balanced, and changed the camera set. There was an unknown minutes of delay. There was a 75 ml blood loss.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 866 - lenses. Health effect ¿ impact code #1: 4604 - delay to treatment/therapy. Health effect ¿ impact code #2: 4624 - surgical intervention. Health effect ¿ impact code #3: 4614 - serious injury/illness/impairment. Health effect ¿ clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 3001 - optical problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.